Manufacturer narrative:
Estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to coronary angioplasty, the 2.75x48mm xience xpedition stent was noted to be loose. It is unknown if there was any patient involvement. No additional information was provided.

Event description:
It was reported that prior to coronary angioplasty, the 2.75x48mm xience xpedition stent was noted to be loose. It is unknown if there was any patient involvement. Subsequent to the initially filed report, the following information was received: the device was not used and there was no patient involvement. An unspecified orsiro stent was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement as the stent implant was stationary on the balloon between the markers when returned for evaluation. It should be noted that proximal stent damage was found during return evaluation that may have been mis-identified as a stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.a2: age at time of event changed to na, a3: gender changed to na. A4: weight changed to na. H6: health effect - impact code 2199 was removed.